Event description:
It was reported the customer received a no delivery alarm on their insulin pump. Customer also reported being hospitalized from their high blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 576 mg/dl. Customer stated they were hyperglycemic, causing their hospitalization. It was also reported the customer's insulin pump had a delivery anomaly. Troubleshooting found the customer's insulin pump was functioning as designed. Customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.